Event description:
Prior to surgical timeout, the anesthesia machine lost power for approximately 10-15 minutes with the patient already intubated and positioned in beach chair. Patient was placed on portable monitor and portable oxygen via ambu bag until the machine was reset. Once machine power was restored, patient was safely transferred back to ventilator. Per clinical engineering assessment, they could not reproduce the ¿disconnect¿ alarm and the ventilator passed the est (extended self-test).